Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Medical device problem code (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure. The exact date of the procedure was not provided. During the procedure, the clip was not able to be deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.